Manufacturer narrative:
Product was sold in international market. Surgiwrap international products do not have the same indications for use as the USA surgiwrap products and therefore product code does not apply. Product was not returned to the manufacturer, therefore a definitive assessment of cause and effect can not be made.

Event description:
Patient underwent surgery on both hands and product was implanted. Nothing particular happened after left hand surgery, but pain and inflammation were shown on right hand. Found foreign body reaction after reopening. Doctor was not sure of the cause.